Event description:
The customer reported that the device received an error calibration required even after doing a calibration on the module. There was no patient involvement.

Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of 11/14/2009. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Technical support-- first 3 task must be ran in sequence without powering the module off. 1. Run calibration task. 2. Run accuracy task. 3. Run pm task. 4. Replace logic board. 5. Return the module to the factory. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. H3 other text : no product returned.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the device received an error calibration required even after doing a calibration on the module. There was no patient involvement.